Event description:
While transporting a patient (age & gender unknown) the device displayed "system fault," "paddle fault," "defib fault 80," "discharge fault," "pacer diasbled" messages. There was no adverse effect to the patient due to the reported malfunction.